Event description:
I was implanted with essure almost 2 years ago. Immediately following the insertion of the coils I was in extreme abdominal pain. The extreme pain lasts for weeks at a time with less extreme pain between bouts of extreme pain. I had several instances of rash / hives in the first few months following insertion. I have excessive bleeding during my menstrual cycle, I pass multiple blood clots the size of a strawberry every month. I am forced to take way too many ibuprofens just to get through my day. I'm constantly depressed due to my constant pain and lack of energy. I have no health insurance currently, but when I do I am going straight to the gyn to have my female parts examined. Hopefully I don't have to go to the emergency room before then from this pain. It is unbearable at times.